Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal surgery due to painful hardware, it was observed that the quick coupling device was stuck with a hexagonal cannulated shaft device and a t-handle device. According to the report, the hexagonal cannulated shaft device was stripped. It was reported that the surgeon attempted to remove a 4.5 lcp distal femur condylar plate but he was not able to remove locking screws from the plate. It was reported that a hexagonal cannulated screwdriver was stripped in the process. It was reported that the surgeon used a solid screwdriver with no progress and proceeded to use equipment from the broken screw removal set and ultimately was not able to remove any of the hardware. The surgical procedure was not completed and had to be rescheduled. There was an unspecified amount of delay to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.